Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The pt contacted animas on (B)(6) 2011, alleging having a high blood glucose (bg) since being on the pump. The pt reported that on (B)(6) 2011 she was hospitalized for 5 days. The pt claimed her bg was 1200 mg/dl and was dehydrated. The pt stated she was taken off the pump and placed on IV insulin drip. The pt claimed she resumed pump therapy on (B)(6) 2011. On the morning of (B)(6) 2011, the pt reported her blood glucose was 517 mg/dl. At the time of troubleshooting, the pt denied any problems with site. The pt confirmed there were no air bubbles in tubing or cartridge or leakage at site or luer connection. The date/time on the pump was set correctly and there were no associated alarms when pump's alarm history was reviewed. When reviewing history of insulin delivery, the pt confirmed that basal rates were correct and bolus and basal deliveries were correct and delivered as indicated in tdd. During troubleshooting, the pt claimed she changes site every 6-7 days. Review of the pump's prime history revealed cannula fill amounts at 0.0u and primes only of 2.4u, 3.2u for new tubing. At the time of the call, the pt was advised to change site every 2-3 days and was advised that prime amounts in history were not large enough to adequately prime tubing.